Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient's required revision surgery due to failure of glenoid component, different company.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-00701, 509-02-036, s802 - device failed, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.